Event description:
This case was reported in a newspaper article and described the occurrence of drug reaction in a pt who used poligrip for an unk indication. On an unk date, the pt began using poligrip. An unk time later, the pt experienced drug reaction. At the time of reporting, the outcome of the event was unk. Verbatim text received: consumer healthcare has received a call from (B)(6) in (B)(6) about a case study the paper intends to run this sunday about a consumer called md. She is said to have been harmed by zinc containing poligrip and is suing gsk. She is said to be represented by (B)(6). F/u info received on (B)(6) 2010: this is a legal case and was reported in a newspaper article and described the occurrence of drug reaction in a female pt who used poligrip as a denture adhesive. On an unk date, the pt began using poligrip. An unk time later, the pt experienced drug reaction, zinc poisoning, neurological disorder, physical disability, debilitation, guillain barre syndrome, pins and needles, pain and collapse unspecified. The pt was hospitalized and the newspaper article stated that the events were disabling. Treatment with poligrip was discontinued and her condition stopped deteriorating immediately but she was left with permanent physical injury and uses a wheelchair. At the time of reporting, the events were resolved with sequelae. The newspaper article stated that the events were related to treatment with poligrip. Verbatim text received: pt claims to have neurological symptoms following long terms use of poligrip. [The pt] now needs to use a wheelchair after being admitted to hospital two years ago; specialists at the hospital diagnosed her illness as guillain-barre syndrome. Her daughter went online to look for a cure and found reports online in the USA of people suffering similar symptoms after long term use of poligrip and concluded this was what was making her ill. The family are now claiming against gsk through (B)(6).

Manufacturer narrative:
(Super) poligrip is manufactured in (B)(4) and neither the lot number nor the product was available. (B)(4).